Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implanted device had always zapped the patient when they stood up straight and the implant did not help with the patient's pain. The patient wanted to get the implanted device removed but the doctor wanted to leave the device implanted. The patient had not used the implant since thanksgiving or christmas last year so their implant was depleted in battery. The patient later called back stating that when they attempted to charge their implant they received the message 'recharging not available cannot continue install medtronic battery pack and try again. (Screen 78).' During the call, the patient verified that they had 2 aa batteries in the controller and not the controller battery pack. Patient services (pss) reviewed with patient that they needed to have the controller battery pack placed into the controller instead of 2 aa batteries in order to charge the implant. Patient put the controller batteries into the controller.

Event description:
The patient indicated that they quit charging because the device was helping them. They stated that they had not charged since (B)(6) 2020. They stated that no actions will be taken to resolve the issue, and that as long as the device is not zapping them they will just leave it. See general text for omitted information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.